Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer report number 3006705815-2022-01528. It was reported that patient was unable to enter MRI mode on their device. Upon diagnostic testing high impedance issue was observed. X-ray imaging showed lead fracture issue. A surgical intervention is anticipated in the near future. No additional information is available at this time.

Event description:
Additional information received indicates only one lead was fractured. Since it is unknown which lead is fractured, both are being reported.

Manufacturer narrative:
A patient controller displayed an error message " MRI not advised, there may be a problem with the implanted leads" while attempting to set ipg to MRI mode was reported to abbott. Repositioning of the patient to set ipg to MRI mode was attempted but unsuccessful. Patient was evaluated and high impedance was detected during an impedance check. The patient had an x-ray taken and a fracture was noted along the lead. Surgery has not been scheduled at this time. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.